Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. Root cause description: root cause is undetermined. Rationale: no sample, lot, or batch provided.

Event description:
It was reported that unspecified bd¿ syringe needle pulled out of the hub. This was discovered during use. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown. It was reported that the needle comes off of the syringe during use. A report was received 27feb2020 via onepath. Patient reporting pqc from shipment received from sp. Patient stated "on the vials around the edges where metal touches the rubber it doesn't look well, and the powder looks corrupted. Just doesn't look right to me and when you put the fluid it doesn't go well. There is a leakage coming from the rubber from the vial. Vials look slightly corrupted from aluminum part near the rubber". And patient is also reporting 1 needle coming off from the subcutaneous / dosing syringe. " kind of fall off". Patient returning 5 vials.